Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with iab restriction alarm a few times. User tried repositioning patient also. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User also mentioned that the plan was that it should be removed tomorrow when the patient goes for open heart surgery no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, investigation findings, investigation conclusion and component codes) a report of intermittent iab restriction alarms noted several times since the start of the shift. Nurse had already attempted repositioning the patient, which appeared to reduce the frequency, with only one occurrence during the initial call. Nurse was advised to confirm that the catheter tip was positioned within the recommended 2nd or 3rd intercostal space on the morning chest x-ray. It was also explained that a common source of restriction is at the insertion site, and nurse was advised to maintain the right groin in a hyperextended position. Approximately one hour later, nurse called back reporting additional occurrences of the restriction alarm. Nurse was advised that if the pump appeared to remain in standby mode more often than actively pumping, a provider could attempt gentle manipulation of the sheath. If issues persisted, catheter replacement would need to be considered. The catheter had been in place for several days, and removal was already planned for the following day in conjunction with the patient¿s scheduled open-heart surgery.